Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), thrombosis and embolization of air, calcification or thrombus are potential adverse events associated with transcatheter aortic valve replacement and bioprosthetic heart valves. In this case, the exact cause of the thrombus on the valve is unknown. The patient remained in observation with no indication of any actions taken. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. According to the mayo clinic, some causes for thromboembolism include advanced age, atherosclerosis, cancer, previous mi, heart failure, dm, htn, a sedentary lifestyle, certain medications, and smoking. It is possible that the patient¿s multiple co-morbidities (htn, heart failure) could have contributed to the event. Coumadin has been added to the medication regimen. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
On the 30 day follow up echo it was observed that the 26mm sapien xt valve had a gradient of 25mmhg. A thrombus on one of the xt leaflets was seen during the follow up study. The post deployment valve position was 40:60 aortic/ventricular with no paravalvular leak (pvl) and no central aortic insufficiency (cai). The patient was stable and not complaining of symptoms. She was started on coumadin and will remain on observation with repeat echo in 90 days.